Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set damaged tubing. The following information was reported by the initial reporter: this is a report about a damaged tubing of wingset utpbbcs. During blood collection, the hcp noticed a damaged on the tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-08-31. H.6. Investigation summary: bd received 1 sample and 7 photos for investigation. The photos were reviewed and the indicated failure mode for damaged (cut) tubing was observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by visual inspection and the issue of damaged (cut) tubing was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged (cut) tubing. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set damaged tubing. The following information was reported by the initial reporter: this is a report about a damaged tubing of wingset utpbbcs. During blood collection, the hcp noticed a damaged on the tubing.